Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement, measuring greater than 200 ohms. Technical services (ts) recommended programming options. It was noted that reprogramming occurred and the patient will continue to be monitored. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received about the outcome of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement, measuring greater than 200 ohms. Technical services (ts) recommended programming options. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement, measuring greater than 200 ohms. Technical services (ts) recommended programming options. It was noted that reprogramming occurred and the patient will continue to be monitored. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted as additional information was received about the outcome of this event. If pertinent information is provided in the future, a supplemental report will be submitted.